Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the main lamp was not glowing due to a faulty converter. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the main lamp of the visera elite xenon light source was not working, but the spare lamp did work. The issue occurred during a therapeutic retrograde intrarenal surgery. The procedure was completed using a similar device. The device was checked prior to the procedure and there were no issues. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to the defect of the converter. Olympus will continue to monitor field performance for this device.